Manufacturer narrative:
Insulin pump received with missing segments/partial display anomaly due to cracked bleeding lcd noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the screen of insulin pump went black and had lines through it. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that the insulin pump was bumped and had crack on screen. The customer was assisted with troubleshooting and reported that the reservoir lip ring was not damaged. The customer was advised to discontinue use of the insulin pump and revert to the backup plan. Customer was advised that the insulin pump needed to be replaced. The insulin pump will be returned for analysis.